Event description:
A peritoneal dialysis (pd) patient contact reported that the patient is in the hospital for possible peritonitis. Upon follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2024 the patient was hospitalized with cloudy pd effluent. The nurse reported that the patient had a pd culture obtained in the hospital. However, the pd culture results are unknown. Per the nurse, the patient is receiving unknown intra-peritoneal (ip) antibiotic therapy and pd therapy while hospitalized. The patient remained hospitalized at the time follow-up was completed. The nurse stated the patient is recovering from the event. The pd nurse was not able to provide the cause of the patient¿s peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient is in the hospital for possible peritonitis. Upon follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2024, the patient was hospitalized with cloudy pd effluent. The nurse reported that the patient had a pd culture obtained in the hospital. However, the pd culture results are unknown. Per the nurse, the patient is receiving unknown intra-peritoneal (ip) antibiotic therapy and pd therapy while hospitalized. The patient remained hospitalized at the time follow-up was completed. The nurse stated the patient is recovering from the event. The pd nurse was not able to provide the cause of the patient¿s peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Manufacturer narrative:
Correction: g4 510k.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient is in the hospital for possible peritonitis. Upon follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2024 the patient was hospitalized with cloudy pd effluent. The nurse reported that the patient had a pd culture obtained in the hospital. However, the pd culture results are unknown. Per the nurse, the patient is receiving unknown intra-peritoneal (ip) antibiotic therapy and pd therapy while hospitalized. The patient remained hospitalized at the time follow-up was completed. The nurse stated the patient is recovering from the event. The pd nurse was not able to provide the cause of the patient¿s peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.